Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found the insulation to be twisted along the lead which is consistent with procedural damage, and the helix extended and clogged with blood and tissue. The measured helix extension length was within specification. X-ray examination was performed, and no abnormalities were noted. Electrical testing was performed and there were no anomalies found. The reported event of lead dislodgement could not be confirmed.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, the right ventricular (rv) lead was noted to be dislodged. The lead was explanted and replaced, and the patient was stable with no consequences.